Event description:
Customer reported that the ethernet cable between their analyzer and data station began to smoke and the operator powered the instrument off. There were no injuries reported from the incident.